Event description:
According to the reporter during video assisted thoracoscopic surgery right upper lobe resection, upon firing at right upper lobe pulmonary artery using the small diameter reload. There was bleeding from the stump around 50cc when the jaws were opened. To fix the issue, hemostasis was done by placing a clip on the keystone. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.